Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 19may2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
On (B)(6) 2018, 07:42:31, (B)(6). No patient involvement not confirmed. Unit received unexpectedly. (B)(6). Please note: unit will not be marked received/prcd until no patient involvement is confirmed and additional information is received/confirmed by customer as unit was received without it. On (B)(6) 2018, 07:09:05, (B)(6). Po for (B)(6) approved by (B)(6). Shipping & billing addresses confirmed. No patient involvement. On (B)(6) 2018, 08:41:25, (B)(6). No power on was confirmed due to bad nicad and lithium batteries for they failed to hold charge, replaced them new batteries. On (B)(6) 2018, 09:04:51, (B)(6).

Event description:
(B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 19may2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.